Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the motor power on the compact air drive device was too low. It was further determined that the device failed the following pre-tests: check cannulation, check attachment coupling with attachments, check reverse locking mechanism, check air hose coupling, check for air leak, check function of soft mode switch, check triggers for fwd I rev mode, check for untrue running and check for excessive noise. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The initial medwatch stated the date of manufacture was unknown, the correct date of manufacture is mar 6, 2002. The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.